Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chronic obstructed pulmonary disease (copd). The patient did not receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused chronic obstructed pulmonary disease (copd). The patient did not receive medical intervention. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device passed all final testing. The device's downloaded event log was reviewed by the manufacturer and found no error logged. There was no evidence of sound abatement foam degradation. The device has been scrapped based on customer's request. In this report, section d9, g3, h6 have been updated.